Event description:
Head and liner swap.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown series ii liner. The unknown metal 26 mm head was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.